Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead was revised as it was dislodged due to patient having twiddler's syndrome. This dislodgement was confirmed using x-rays. The lead was finally repositioned and remains in service. No additional adverse patient effects were reported.